Manufacturer narrative:
Device analysis report attached. This report is submitted on june 07, 2024.

Event description:
Per the clinic, a skin flap infection had developed at implant site, exposing the receiver/stimulator. Subsequently, the patient was treated with oral antibiotics (date and duration not reported). The device was explanted on (B)(6) 2021 and the patient was reimplanted with a new device on the contralateral side during the same surgery.